Manufacturer narrative:
UDI= (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ercp cannula was used in the bile duct/duct of pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during preparation, when the device was unpacked, a foreign object was found stuck in the injection port of this device. Reportedly, the foreign object looked like a "white plastic material". There was no visible damage noted on the device and its packaging. The procedure was completed with a second contour ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the returned device revealed that the component was incrusted with a foreign mater, which was hard plastic-like material. The foreign matter seemed a sort of chemical applied as foam and then gets solid like a rock, which could not be removed from the component. Based on the product analysis, there is no enough information available regarding the foreign material and it was not able to determine how the foreign material got into the injection port. Therefore, the most probable root cause for this complaint is undeterminable. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a contour ercp cannula was used in the bile duct/duct of pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during preparation, when the device was unpacked, a foreign object was found stuck in the injection port of this device. Reportedly, the foreign object looked like a "white plastic material." There was no visible damage noted on the device and its packaging. The procedure was completed with a second contour ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.